Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent hip revision approximately six years post-implantation due to patient allegations of unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant products- part: us157860 name: m2a-magnum pf cup 60od/54id lot: 434840; part: 139268 name: m2a-magnum 52-60mm tpr ins std lot: 709460; part: 166320 name: progressive por fmrl 12x140 rt lot: 830940.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.